Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that the dr. Used 228146 for his shoulder arthroscopy case, the suction tube was blocked when he used it, so the nurse opened the new one to continue the case. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging, device was in a used condition with tissue visible in and around the tip, staining visible in suction tube, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using the vapr vue generator gml 4854/2, the test included different values as generator connection, flow rate test and activation test, as result the flow test fail. Flow rate test post-activation fail. Further investigation: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the devices and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the proximal end of the active suction tube and was caused by uv glue. Supplier summary: the customer claim that the suction tube was blocked was confirmed. The investigation established that the suction path was blocked at the proximal end of the active suction tube. The blockage was resultant of uv glue migrating into the suction path. From our investigation we were able to confirm the reported suction failure with returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under a CAPA. Further investigation into this failure is being conducted under a CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A manufacturing record evaluation was performed for the finished device u1912005 number, and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number and expiration date were reported as unknown on the initial report. Both fields have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI:(B)(4) incomplete. The lot number is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool that the dr used 228146 for his shoulder arthroscopy case, the suction tube was blocked when he used it, so the nurse opened the new one to continue the case. No surgical delay. No patient consequence. The device is available for evaluation.